Event description:
Reporter indicated that a vns patient had x-rays taken, and the radiologist's report stated that the generator "appears to be disconnected." It was also reported that the patient has experienced painful stimulation at the chest and neck. Attempts to obtain additional information have been unsuccessful to date.